Event description:
When nurse was trying to program a drug bolus, she typed in a "2" and the screen displayed a "5." If she typed a "1," it displayed a "4" on the screen. Then, the pump started failing to recognize the type of syringe we utilize. The pump was taken out of service. There was no harm to the patient.an in house safety inspection was completed on this pump. It was found to have a non-functional keypad assembly. The cause of the problem is unknown outside of "general use." It should be noted that this unit was not part of the recent safety recall for keypad replacement, nor did it have the faulty part within it as indicated in the safety recall. The unit's keypad and topcase, as one unit, were replaced. All functional testing was completed yielding values that were within the acceptable range.